Event description:
It was reported that ventricular noise reversion, noise and oversensing possibly due to electromagnetic interference (emi) was observed on the implantable cardioverter defibrillator (ICD) and non-abbott rv lead. The patient was to be monitored remotely.